Event description:
Caller reported a cartridge alarm issue. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in loading a new cartridge, but the alarm persisted. Consequently, a pump replacement was arranged as the customer was out of warranty.